Event description:
The customer obtained a biased glucose result for quality control samples. The scenario described is consistent with a malfunction that could have caused a falsely elevated patient glucose result to be reported. The biased patient result was not reported by the physician. There was no report of harm as a result of this event.